Event description:
During the investigation, the following results were downloaded from the compact plus system within 5 minutes, 9 minutes and 4 minutes respectively: 1. 25 mg/dl, 35 mg/dl, 38 mg/dl and 102 mg/dl 2. 102 mg/dl and 32 mg/dl 3. 14 mg/dl, 33 mg/dl and 153 mg/dl the result of 102 mg/dl was not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).